Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular procedure of a 55mm aaa. It was reported that during the index procedure, while the device was in the patient, and upon checking the orientation of the contralateral side gate, it appeared that the e-marker band had flipped. A replacement graft was used and the procedure was completed without anyissue. Per the physician the cause is undetermined and noted it was unknown if the marker was sewn upside down or flipped during storage but it was different from the original shipment condition. No additional sequelae were reported and the patients is fine.